Manufacturer narrative:
The evoke scs system remains implanted. The root cause of the pain at cls implant site could not be definitively determined. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system include ¿persistent post-surgical pain at hardware implantation sites and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported pain at the evoke closed loop stimulator (cls) implant site. A revision procedure was performed to reposition the cls and resolve the reported event.